Manufacturer narrative:
(B)(4). Method: the returned mr290v vented autofeed humidification chamber was visually inspected for damage. Results: a visual inspection revealed that a part of the water feedset tube, which is near the water bag spike, was cut. The water bag spike was bent and damaged. A lot check revealed no other complaints of this nature for lot number 110118. Conclusion: the sustained damage to the water feedset tube indicates that it was cut with a sharp object. The water bag spike was most likely exposed to heat, causing the damage. As part of our manufacturing process, every mr290 chamber undergoes pressure testing for potential leaks and those that fail are rejected. This suggests that the water feedset tube and spike were damaged post-production. The mr290 user instructions state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarm." (B)(4).

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that water leaked from the connection between the bag spike and water feedset tube. This was noticed during use on a patient. No patient consequence was reported.